Manufacturer narrative:
Corrected data: h6 - device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.5/4.0/092 implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation not associated to a low vault but the repositioning did not resolve the problem. On (B)(6) 2020 the lens was exchanged and the problem resolved.